Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used for prevention of neck dilation in an endurant iis stent graft system during the endovascular treatment of a 71mm abdominal aortic aneurysm. It was reported approximately 1 year post the index procedure that the patient expired. Per the investigator the cause of the death is unknown. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
Additional information received reported that the investigator assessed the death to be not device or procedure related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.